Manufacturer narrative:
A patient experienced low impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to low impedance on the lead. Xray results showed slight lead retraction, reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.